Event description:
It was reported that stent damage occurred. The 2.50 x 38 synergy ii drug-eluting stent was selected for use. During an attempt to cross another recently implanted stent, the 2.50 x 38 synergy stent became damaged. The device was discarded. There were no patient complications reported.

Manufacturer narrative:
Event date: estimated based on aware date as the event date was not reported.

Manufacturer narrative:
B3 event date: estimated based on aware date as the event date was not reported. The synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal stent strut lifted. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 2.50 x 38 synergy ii drug-eluting stent was selected for use. During an attempt to cross another recently implanted stent, the 2.50 x 38 synergy stent became damaged. The device was discarded. There were no patient complications reported.